Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-inguinal hernia repair, the patient experienced post-operative complications. The patient communicated that re-operation was needed for possible removal of mesh.